Event description:
Per the clinic, the patient experienced a loss of osseointegration (specific date not reported) resulting in fixture loss and the patient was re-implanted with a new device on (B)(6) 2021.